Event description:
Evaluation revealed a misaligned display screen and partially dislodged force.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed loss of prime warnings associated with zero force. The pump was primed and exercised successfully with no alarms duplicated.